Manufacturer narrative:
Extension model 3708340 serial# (B)(4) implanted: (B)(6) 2006 explanted: na, extension model 3708340 serial# (B)(4) implanted: (B)(6) 2006 explanted: na, accessory model 37752 serial# (B)(4), programmer model 37742 serial# (B)(4), lead model 3998 lot# v002328 implanted: (B)(6) 2006 explanted: na.

Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation was turned on three months after the implant. The patient had three revisions following the implant and reported that the device had not been turned on since those first three weeks in 2006. The patient was physically ill and had lost over 140 pounds due to gastric bypass surgery. The patient had a cat scan and reported that the leads had migrated to be under the armpit area. The patient had three mris during the last year, hot cold sweats and flu like symptoms. There was pain around the entire stimulator and to the leads. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The health care professional stated the device was malfunctioning. The entire system was explanted, and the patient tolerated the procedure "well."